Event description:
It was reported that during a neurovascular procedure resistance was felt with the use of the subject guidewire. When the operator rotated the tail of subject guidewire the tip did not move. The operator withdrew the subject guidewire and found tip to be kinked and fractured. The subject guidewire was replaced and the procedure was completed successfully. No consequences were reported to the patient due to the reported issue.

Event description:
It was reported that during a neurovascular procedure resistance was felt with the use of the subject guidewire. When the operator rotated the tail of subject guidewire the tip did not move. The operator withdrew the subject guidewire and found tip to be kinked and fractured. The subject guidewire was replaced and the procedure was completed successfully. No consequences were reported to the patient due to the reported issue.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the guidewire was seen to be kinked towards the distal end. The guidewire was seen to be fractured at 195.5cm from the proximal end with the core wire and platinum wire exposed. The platinum wire seemed to be slightly stretched. The core wire was observed through the distal tip dome. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was confirmed during analysis. The device failed to meet specification when returned for analysis, based on the damage noted. It was reported that checked and flushed it normally and when advancing the guidewire, the manipulation of the guidewire was not good. When the operator rotated the tail of guidewire the tip was not moved. The operator withdrew it and found tip of the guidewire kinked and fractured. Additional information provided by the customer indicated that continuous flush was set up and maintained throughout the clinical procedure, the patients anatomy was severely tortuous and force was used to overcome resistance. The device was returned for analysis and it was found that the guidewire distal end was kinked and the nitinol tubing was fractured and the distal coil was stretched. It is probable that the guidewire experienced friction and difficulties in advancing due to procedural and/or anatomical factors present during the clinical procedure. It is likely that the friction experienced caused damage and fracturing to the distal end of the guidewire. An assignable cause of procedural factors will be assigned to the reported events 'guidewire distal tip broken/fractured during use' and 'device difficulty engaging target vessel' and to the analyzed events 'guidewire distal end/tip kinked/bent', 'guidewire distal tip stretched' and 'guidewire distal tip broken/fractured during use', as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.